Event description:
It was reported that the blue 15mm connector kept disconnecting from the tracheal tube. The tip was not deep enough inside the tube and just disconnects. No clinical consequence, issue occurred upon opening.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Fifty-four (54) samples were returned from part number 100/189/075; sample was returned in unused conditions within original package. Visual inspection found the connector had properly assemble inside tube for 54 samples received. No other analysis was performed. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).